Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant". Review of the returned device concludes that it fractured due to a bending action. User facility filed medwatch (B)(4), which corresponds to the same event.

Event description:
It was reported that patient underwent left rotator cuff repair procedure on (B)(6), 2012. During the procedure, the tip of a soft anchor delivery device fractured and fell into the surgical site. The fractured piece was removed and the procedure was completed with no reported patient injury or delay to the procedure.